Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, no image appeared likely due to incorrect connection by the user. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. During the call, tac attempted to trouble-shoot the cabling for the device. Throughout this process, it was discovered that when the cable was run directly from the unit to a monitor in the room(instead of the other manufacturer's laptop), an image was present. Tac informed the customer that the issue is likely with the laptop hdmi port or the laptop settings. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image when paired with another manufacturer's laptop. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.